Event description:
On (B)(6) 2010, pt reported she thinks it is time to change the infusion adapter on her infusion device. Pt stated she thinks insulin may be leaking around it because it is old. Pt reported she does not believe the infusion adapter is sealing properly because she noticed a little bit of insulin inside of the insulin cartridge compartment a few days ago. Pt stated she was able to dry out the cartridge compartment. Verified it was not enough insulin to pour out of the infusion device. Pt reported it was just a few drops. Pt stated she removed the infusion adapter and noticed there was a white residue around the "black" portion of the infusion adapter. Verified pt is referring to the bottom part of the infusion adapter. Reminded pt the infusion adapter should be changed with every 10th insulin cartridge change. Advised pt to use the infusion adapter from her backup infusion device and place it on her primary device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion adapter for eval.